Manufacturer narrative:
.

Event description:
It was reported that post implant, the pulse generator exhibited diagnostics anomaly. The device had been exposed to electrocautery during the procedure. After firmware download, normal device function resumed. There were no adverse consequences to the patient.